Event description:
It was reported that the patient fell out of bed and both atrial and ventricular leads dislodged. It was also reported that there were attempts to reposition the atrial lead, however under fluoroscopy the marker did not bifurcate and there was uncertainty that the helix retracted. Therefore the atrial lead was removed and replaced with a new lead. The ventricular lead was successfully repositioned and remains in use. It was further reported that both leads were very twisted and consistent with twiddler's syndrome. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the inner and outer insulation was kinked/buckled and the outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism and the lead was stretched. Visual analysis noted apparent explant damage.